Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that an open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was able to pullback and advance properly. The distance from the distal end of the transducer housing to the tip of the catheter measured 18 mm. The product specification for this dimension of the distance is 16-24 mm. The observed distance is within specification. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 31jan2015. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified target lesion. However, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the device.